Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during self test. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to clear alarm and finish complete prime process. The customer states they run self test and self test pass. Customer states on second occurrence they run self test and self test not passed. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low-level failures confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly.